Event description:
It was reported that a ongoing cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue and also has an alternate method of insulin therapy available if needed. There was no reported adverse impact to the customer¿s blood glucose level